Event description:
The user facility reported that following setup, a low purge pressure alarm appeared on the console. There were no observable leaks or loose connections at the time of the failure. The purge cassette was replaced, but the staff was unable to reinitiate the priming process. The power on the console was cycled, but once again, the console went directly to the main placement screen with no option to go to the case start steps and priming. A new pump and cassette were subsequently opened and successfully utilized for implant/support. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
Purge leak: due to lack of product returned, the root cause of the purge leak - pump cannot be determined. Priming issues: the clinical stated that the impella set up completed without any issues priming. Device fully primed and fluid seen exiting catheter. Low purge pressure alarms occurred and due to lack of resolution from troubleshooting the issue, the pump was unplugged and the console was shut down. After the console was shut down and the impella was re-connected, the impella wouldnt go through the case start steps. The real time (rt) logs show that the pump was originally primed and the imc logs show the pump fully went through case start. When it was connected, the impella jumped right to the "start impella screen." Due to the pump already being primed, it will not go through case start again, so the there was no problem found regarding the priming issue.